Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.

Event description:
Pain & mobility at 1.5 years post. Poor bone quality found upon removal.